Event description:
Dr. Put capsule in delivery device. Capsule in device was fine until attempt made to go through pylorus to deliver capsule to the duodenum. The end of the delivery device came off with capsule in device. Capsule and device retrieval with roth bai kit. Date of use: 2008.